Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tubing of cylinder 2. This is a site of leakage. See attached photo.no functional abnormalities were noted with cylinder 1. The information received indicated that the device had difficulty inflating/deflating, but because no functional abnormalities were noted with the returned components besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to difficulty inflating and deflating.

Event description:
According to the available information, the implant was removed and replaced due to difficulty inflating and deflating.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.